Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead exhibited noise and oversensing. Upon review of egms, high ventricular rate and noise reversion episodes were noted. Noise was reproducible via isometrics. Lead damage was suspected. Lead revision was discussed. No intervention was reported.